Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. However, a sensor error was observed. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no evidence of misuse or abnormalities, contamination, damage, or solder issues on the returned pcba were observed. Attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Unable to perform the investigation as sensor is no longer in its condition to perform functionality testing. Therefore, issue is unable to test. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 42 mg/dl and administered "sugar through an IV" for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additional investigation was performed. Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased, and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. An extended investigation has been conducted. A visual inspection of the returned sensor revealed no sign of misuse or abnormalities. The returned pcba showed no contamination, damage, or solder concerns. However, the mishandling during and after de-casing the sensor resulted in sporadic connections between the asic and battery. The sensor event log records this unexpected reduction in voltage as a brown-out event. The repeated appearance of the error notice inhibits the conduct of the smu, poise, and temperature tests to assess the sensor's functionality. As a result, the adc is unable to further investigate the issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 42 mg/dl and administered "sugar through an IV" for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue with the adc device was reported. The customer received unspecified higher sensor scan results and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 42 mg/dl and administered "sugar through an IV" for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.